Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device failed out of box with a check vent alarm, backup alarm test failed. No patient involvement reported.

Manufacturer narrative:
The device was returned to the factory for evaluation. The cpu was replaced to resolve this issue.